Manufacturer narrative:
Manufacturer ref# (B)(4). The event for this pr# is no longer reportable as investigation determent that this device was a gzsd not a zteg and therefore not similar to any device in united states. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to device under 510(k)/PMA p070016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the physician advised that we need to reline 2 dislocated cook thoracic grafts that were implanted in 2012 and have separated". (Related to (B)(4). Both grafts remain in situ. Additional procedures were required due to this occurrence: reintervention evar to reline separated grafts according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.